Event description:
Boston scientific received information that this device and associated right atrial (ra) lead and right ventricular (rv) lead displayed noise and oversensing. The noise was not able to be reproduced with isometrics and impedances were sampled without change. The device was programmed to store atrial tachycardia events and reprogrammed to aai. Of note, the patient was reported to have had a syncopal episode approximately a year and a half ago. At that time of the patient's syncope the device had been programmed aai. The device was reprogrammed to ddd. There was no evidence of a device performance issue that was suspected to have caused or contributed to the patient's syncope. There were no adverse patient effects reported. The system remains in service.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Subsequent information indicated that the patient underwent a device upgrade procedure. The device was explanted and replaced. The device has been returned for analysis.